Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override and displayed disconnected error. The field service engineer (fse) found that the station was not communicating and verified that the ports were properly seated. The fse advised the customer to check with the hospital information technology (it) team. The fse later confirmed that the connectivity issues appeared to be resolved and verified proper communication with no errors displayed on the screen. The fse also inspected the unit printer on site due to its disconnection from the main station. Once the unit was reconnected, a large number of print jobs were found to be queued in the printer and needed to be purged. The fse reset the configuration to the required protocol and verified the proper preparation and functionality of the label printer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was very slow during login, and it also displayed a message at the top indicating that it had no or poor connection to the server, after which it went into disconnected and critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.